Event description:
A customer reported that their pump triggered an altitude alarm 21. Despite the alarm, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.